Manufacturer narrative:
This report is filed january 21, 2016.

Event description:
Per the clinic, the patient sustained a head trauma resulting in skin breakdown at the implant site and device exposure. Subsequently the device was explanted on (B)(6) 2015.